Event description:
It was reported that the dr initially inflated the balloon to 12 atm to open the initial stenosis. He then pulled back and positioned to open the second stenosis. Upon inflation to 14 atm, the dr noted that the balloon ruptured and it appeared that the balloon's tip separated from the catheter. The dr performed a cut down to remove the tip. It was noted that a portion of the balloon material remained in the pt and the pt will be monitored for symptoms. The pt is fine with no symptoms.